Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unk. It was reported to boston scientific corp that two jagtome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography procedure in 2009. According to the complainant, during the procedure when inserting the device into the scope, a bur on the tip was noted. The physician completed the procedure with another jagtome rx sphincterotome. There were no pt complications reported as result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.